Manufacturer narrative:
Additional information regarding the event reported: the intended procedure was completed with similar device. Type of procedure performed is unknown. No adverse event . The subject device was not returned for evaluation . Per the report, this unit is no longer being sent . Customer confirmed it was not this unit that was the problem at this point . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
The customer reported that they have been experiencing intermittent e006, "insufficient conductivity", errors since (B)(6) 2023. There was no report of patient harm, no user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Per the customers olympus representative, customer ordered a new unit and that should have solved the problem. In a follow up response ,customer did not provide information as to how the issue was resolved other than stating that the fix was determined to be the re-processable middle part that the disposable hooks into, customer stated that they have some order and that should fix their issue. No other information provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields:h6. Corrected fields: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven(11) years since the subject device was manufactured. Based on the results of the investigation the root cause could not be identified however it is likely that the error e006 is due to an increase in electrical resistance between the device's two electrodes during operation, triggering the error message and restart for safety. Persistent errors may lead to continuous restarts. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a 15 - 30 minute delay, there were no reports of harm due to the delay.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.